Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment was able to confirm aneurysm sac enlargement. No device malfunction or reported type 2 endoleak could be detected due to the lack of contrasted imaging studies, the presence of pre-existing patient conditions such as chronic renal failure and iodine allergy (cautionary product use conditions). Contributing factors included long term antiplatelet therapy. The patient is reported to be in favorable condition, awaiting an additional intervention. No reports of further negative patient sequelae were received at the time of this report. Devices remain implanted in the patient and were not returned for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
On (B)(6) 2017 the patient had an angiogram completed which was reported to show the patient had a type 2 endoleak. The physician is panning to coil embolization to seal the type 2 endoleak. A secondary intervention has not been reported to endologix. The final patient status is unknown.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. The patient came in for a follow up and computed tomography (CT) which showed aneurysm sac growth. There was no endoleak detected. A secondary intervention has not been completed or scheduled at this time. The patient is reported to be doing well.